Event description:
While trying to draw up medication, into the subcutaneous syringe, the needle broke off. It seemed like the syringe was flimsey. First it bent and then broke off. The needle stayed in the vial.====================== health professional's impression======================the syringe needle bent and then broke off in vial of medication.